Event description:
It was reported that the had blood glucose (bg) values that dropped to 43 mg/dl, at home. The patient had a seizure. For treatment, the patient was given glucose and food by the husband. The pod was discarded. No further details to report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported seizure and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.